Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose level averaged 400 mg/dl. The insulin pump was not working at times. Customer's current blood glucose level was 315 mg/dl. The device will be returned.